Manufacturer narrative:
Visual inspection of the returned product found half of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted the injector and cartridge were not returned for eval. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated the back haptic of a cq2015a collamer aspheric three piece lens was torn. The reporter stated it was unk if there was any pt contact, but there was no pt injury. If add'l info becomes available, a supplemental medwatch will be sent.